Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation was done on user's data available in data management system (dms). Based on the investigation analysis, there were multiple out of range hypo alerts asserted on november 17. However, between november 16 and 17, the system had blinded the glucose readings and the reasons are unknown. A transmitter diagnostics log would have been helpful to investigate such behavior further, however, it was not available for further investigation as it was not provided by the user. Following the reported events, the system restarted in initialization phase on november 18, and after completion of the second calibration entry in initialization phase, the system started to display sensor readings and the system returned to normalcy.

Event description:
Senseonics was made aware of a false hypoglycemia incidents due to sensor inaccuracies that happened on november 17th. Patient received low glucose alerts even though he was not symptomatic. Patient did not require any type of treatment as their blood glucose (bg) reading indicated that he was fine. A. (B)(6) 2021 8:29 am utc+2 bg: 155, no gl-values, he got the ec12 (out of range low glucose) alert about that time. B. (B)(6) 2021 8:51 am utc+2 bg: 143, no gl-values, he got the ec12 (out of range low glucose) alert about that time. C. (B)(6) 2021 9:10 am utc+2 bg: 141, no gl-values, he got the ec12 (out of range low glucose) alert about that time.